Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date on (B)(6) 2016, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified personal injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during urethrolysis + tvt advantage fit sling placement + cystoscopy with hydrodistention up to 600cc procedures performed on (B)(6) 2016, for the treatment of recurrent stress urinary incontinence, interstitial cystitis and overactive bladder for which the patient was also treated with myrbetriq. During the procedure, a lot of sub-urethral scarring were seen from her prior slings. Additionally, hypervascularity and glomerulations in all four quadrants of the bladder were noted, which were consistent with her interstitial cystitis that was severe. The bladder was carefully inspected and showed no evidence of injury, trauma, masses or tumors. There were no complications during the procedure and the patient was taken to the recovery room and was stable. As reported by the patient's attorney, the patient has experienced an unspecified injury.